Manufacturer narrative:
Lot 15129877: UDI (B)(4). Patient medications: albuterol, norvasc, aspirin, pulmicort, plavix, duoneb, losartan, metoprolol, prednisone, simvastatin, and tramadol. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was being implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the devices were implanted and that during the final angiography run there was a proximal type I endoleak. The physician used a reliant balloon to re-balloon the proximal end of the graft and this resolved the proximal endoleak. While retracting the balloon the physician attempted to re-balloon the distal limb of the endoprosthesis, while doing so, the balloon prolapsed and elongated partially outside the distal limb of the graft, this ruptured the right external iliac artery. The physician then implanted an additional endoprosthesis (pxc121000/15044800) and this excluded the ruptured artery. There was approximately three units of blood given due to the blood loss from the rupture. The patient became hemodynamically unstable during the rupture and while blood pressure dropped and compressions were being given. The patient tolerated the procedure.